Manufacturer narrative:
Initial reporter: (B)(6) medical center. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is confirmed that the air/water nozzle was not deformed. Confirmation of the reprocessing status for the subject device. We confirmed the user conducted reprocessing in accordance with IFU. The operation manual describes how to inspect for the subject event in inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens. As a result of confirmation of the result report of the inspection, which was performed at repair center, the event ¿clogged foreign material in the nozzle¿ was confirmed. Therefore, the device did not meet the specifications nor the features. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material remaining in the device. We could not identify the foreign material from the obtained information. We could not specify the cause of the material remaining in the device from the obtained information. In addition, the following non-reportable malfunctions were found during the device evaluation due to wear of angle wire, bending angle in up direction and the play of up/down knob does not meet specifications, chips cracks and scratches found throughout the device, adhesive on bending section has a white clouded area, protector of universal cord on scope connector side is damaged, and grip is shaved. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Facility flushed the air/water nozzle with water and air. Facility flushed air/water nozzle with detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had scratches on universal cord. During inspection and evaluation, the nozzle is clogged with foreign matter. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.